Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports there was a crack at the side of the luer lock. The catheter was replaced. The customer further reported that there was no injury to pt.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.